Event description:
Customer reported device = 53 mg/dl in the am. Device = 578 mg/dl in the am the next day. Customer took 40 extra units of insulin. 6-7 hours later, customer passed out. Device = 122 mg/dl in the pm. Paramedics were called and customer was treated with a glucose injection. Controls were in range. A request was made for return product and replacement product was sent.